Manufacturer narrative:
Device product code and PMA/510(k) code was inadvertently reported incorrect in the initial report. This report consists of right information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20649. Reference MFR. Report# 1627487-2015-20650. Reference MFR. Report# 1627487-2015-20651. Further follow up identified the scs system was explanted. Additionally the patient had peripheral leads (off label).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20649, 1627487-2015-20650, 1627487-2015-20651. It was reported the patient never established effective therapy through scs system. Consequently, the patient stopped using the device. A sjm representative was unable to troubleshoot the system as the device was in stim off mode. Surgical intervention will be taken at a later date to address the issue.